Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure.according to the complainant, during procedure, several bands deployed at once. The procedure was completed with another speedband superview super 7 device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.